Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 1/4 of their automated peritoneal dialysis therapy. Reportedly, the hp disconnected their transfer set from the pt line of the homechoice set during a dwell phase. When the hp returned the homechoice machine had advanced into the following drain cycle and was alarming. In an endeavor to clear the alarm the hp reconnected themselves to the setup. Baxter's tsc assisted the hp in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the hp.